Event description:
Boston scientific received information that after implant there was noise seen on the right ventricular channel. It was non-intrinsic, sporadic and they were unable to recreate the noise. The physician elected to just monitor since the pocket was already closed. The boston scientific technical services (ts) asked if the sales representative had any electrogram (egm) for this event but there was none. Ts discussed that if they want to catch the noise but it is sporadic, an option would to program patient triggered egm on to store an egm. The sales representative said that it was not possible for the implanted device. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.